Manufacturer narrative:
The complete lead was returned in three segments. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection was completed and no damage to the conductor was noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was no longer in service as the patient had expired. The lead remained implanted for over seven years without further complication reported.